Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload would close but would not open and complete the cycle. This happened after the 5th fire. Earlier this handle was on a charger that would constantly blink and not charge the device. The charger was replaced and charged the handle. The adapter was reattached and the battery indicator went yellow, they reattached it again and it went green. The patient is alive and has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.